Event description:
This spontaneous report was received on (B)(6) 2011, from a female (age unspecified) consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non applicator tampons, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, the tampon got stuck in her vaginal cavity and came out after about three months. She also stated that tampon was smaller. The action taken with the device and the event resolved after almost three months. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2011. No lot number was provided with the complaint. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.